Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion. It was also reported there were times during the service life of the ipg that capture management adjusted the device output. No patient complications have been reported as a result of this event.